Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. The model#/catalog# identified in section is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is (B)(4). The 510k number provided in section is for the domestic similar product.

Event description:
The reported feedback suggests that there is a leakage. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
The customer¿s report of leaking at the maxzero was confirmed. Visual inspection of the set noted the connectors had been disinfected prior to use. There were no other anomalies observed. Functional testing confirmed leaking from a hairline crack on the female luer of four of the returned maxzero connectors. The probable cause of the customer¿s report was due to the integrity of the maxzero valve material being compromised and degraded due to the effect of the isopropyl alcohol based disinfecting agents. Other factors such as high hoop stress placed on the set's maxzero valve either during connection or disconnection with a mating component or tool, or use error conditions such as excessive cleaning with alcohol, extended use, over tightening, and hemostat use may also contribute to the observed cracking.

Event description:
The reported feedback suggests that there is a leakage. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.